Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm occurred during testing. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Event description:
It was reported that the customer received a button error alarm on her insulin pump after jumping into the pool. It was advised hat the customer discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 78 mg/dl. Nothing further was reported.